Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated right fallopian tube migrated') and device breakage ('right coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and infection ("infected entire insides"). The patient was treated with surgery (hsyto and hysto). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage and infection outcome was unknown. The reporter considered device breakage, fallopian tube perforation and infection to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated right fallopian tube migrated') and device breakage ('right coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and infection ("infected entire insides"). The patient was treated with surgery (hsyto and hysto). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage and infection outcome was unknown. The reporter considered device breakage, fallopian tube perforation and infection to be related to essure. Most recent follow-up information incorporated above includes: on 14-feb-2020: this case is marked for deletion under bayer data system. All the information has been transferred from (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.